Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that after a generator changeout, the right ventricular lead impedance tested as "none" and then tested high when it was remeasured. The pocket was reopened and the lead pin was reset into the device. The lead remains in use. No patient complications were reported as a result of this event.